Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the products were used for a distal radius fracture case. During the operation the surgeon removed the guiding block to insert the locking screw into the first row of the radial side of the plate, but the screw did not lock and the screw driver kept rotating. When the surgeon checked the image, he found that the screw had gone through the plate. After removing the screw and the surgeon used another one, but the result was the same. The surgeon proceeded according to the technical guide. There was no harm to the patient. There was a fifteen minutes surgical delay reported. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: the plate was not returned, but the manufacturing records were reviewed and it was produced meeting all specification. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.